Event description:
Prior to insertion into the patient, the tip of the britetip sheath was noted to be frayed. Therefore, another britetip sheath was used for procedure. There was no defect noted on the outer box or sterile pouch, and the product was said to have been stored properly. The tip appeared ragged according to the affiliate. The product was not clinically used. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.